Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported aortic insufficiency (ai) could not conclusively be established through this evaluation. Additionally, review of the submitted log file confirmed elevations in pump power and flow; however, a specific cause for these findings could not be conclusively determined. The system controller log file contained events from 08apr2023 through 09may2023. Transient elevations in pump power and flow were observed between 15apr2023 and 04may2023. No other notable events or alarms, or significant fluctuations in pump parameters were captured. The pump appeared to function as intended for the duration of the file. The patient remains ongoing on hmii lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU is currently available. Section 1 of this IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters including pump power. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad may not be able to provide the intended flow. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), further explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2023, an echocardiogram was performed and found the patient had developed moderate aortic regurgitation/insufficiency (ai) and mild aortic valve calcification. Ai was not pre-existing prior to their implant. Routine echocardiograms have been performed to monitor the patient's status. On (B)(6) 2023, the patient had high powers and flows as a result of their condition.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.